Event description:
It was reported that a leak was observed between the blue winged luer of a large volume infusor and a non-baxter three-way stopcock. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from april 25, 2022, to april 27, 2022. H10: the device was received for evaluation. The sample contained fluid in the bladder and a 3-way stopcock was attached to the distal luer.the winged luer cap was not returned to the plant. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, by adding green color water to the infusor's bladder and then the device was monitored until the next day. The next day, no evidence of leak was observed between the 3-way stopcock and the infusor's distal luer or at any other part of the device. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.